Event description:
The manufacturer received information from a third-party service provider that a trilogy ev300 ventilator inoperative condition occurred during testing. The device was not in clinical use. The technician reports a message stating "reading event log" stays on the screen. The event log can be read from the main screen of the device, but when the software service procedure is performed at the end of test, the same message remains on the screen. The current software version 1.06.10.00. The technician recommends replacing the system board display and system board interface to address the issue. The system does not meet full specification for the performed service and is returned to use with limitation as accepted by the customer, follow-up work scheduled. Additionally, the trilogy ev300 is scheduled to be collected and sent to the UK bench for investigation & repair and evaluated by philips product investigation lab. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information from a third-party service provider that a trilogy ev300 ventilator inoperative condition occurred during testing. The device was not in clinical use. The technician reports a message stating "reading event log" stays on the screen. The event log can be read from the main screen of the device, but when the software service procedure is performed at the end of test, the same message remains on the screen. The current software version 1.06.10.00. The technician recommends replacing the system board display and system board interface to address the issue. The system does not meet full specification for the performed service and is returned to use with limitation as accepted by the customer, follow-up work scheduled. Additionally, the trilogy ev300 is scheduled to be collected and sent to the UK bench for investigation & repair and evaluated by philips product investigation lab. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: the trilogy ev300 ventilator was evaluated and serviced at the UK bench. The reported fault on dut reference "reading error log" has been replicated therefore there was no error log to export. In conclusion the display board was replaced to address the issue. Additionally, before testing the software was reinstalled to version (1.06.10.00). The air inlet foam filter and particulate filter were replaced as a part of preventative maintenance. The technician confirmed the system meets the specification for the performed service and is returned to use. The device passed all test. The suspected display board was received at the manufacturer receiving inspection quality lab (riql) for further evaluation of the alleged failure. If any additional information is received, a follow-up report will be filed. Box h coding was updated.